Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the locking mechanism was in the full locked position; the tab has been broken off, and was not returned with the nail. There are some scrapes in the anodize inside the 11 mm hole. The locking mechanism advanced and retracted with the screwdriver but is not functional without the tab. Based on examination of the returned part; the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab was bent and broken off as a result. This issue has been noted on several previous complaints an internal corrective action has been opened to address this issue. It is concluded that this complaint is valid. Additional product code for this report includes hwc.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Additional information was received (B)(4) 2013. Placeholder.

Event description:
It was reported that during a tfn procedure, the surgeon was inserting the tfn nail ((B)(4)) into the helical blade, and the nail would not advance. The surgeon then realized that the locking position of the tfn nail was down and deployed. Surgeon backed out tfn nail and helical blade. Surgeon selected a new tfn nail and re-used the blade to complete the procedure with no further problems. No harm to patient. The tfn nail looks damaged around the locking position. This is report 1 of 1 for complaint (B)(4).